Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported by the customer that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "low vacuum leak" alarm. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp unit and was able to reproduce the reported issue and believed the drive manifold (k8) was the cause of the reported "system failures" and 'low vacuum' errors that fse observed when arrived on site. Another possibility was the pump needed to be rebuilt. The fse ordered the parts but, there was a delay in obtaining the parts. During fse's inspection of the unit it was discovered that the safety disk had expired and vacuum/pressure pump motor might have needed to be rebuilt. The facility's biomed also checked the battery dates as a precaution. At the customer's request, the fse returned to the site with the repair part(s) on 03/12/2019 and replaced the drive manifold and fill manifold and conducted a retest which resulted in "system failure error" gone. In addition, the safety disk was due for replacement in april (04/2019) and was replaced. The fse also completed full preventative maintenance (pm) on the unit ,then performed all calibrations, functional and safety checks to meet factory specifications. The iabp unit passed all calibrations, functional and safety test per factory specifications, and the iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported by the customer that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "low vacuum leak" alarm. There was no patient harm and no adverse event was reported.